Manufacturer narrative:
Patient medications include but are not limited to: hovastin, metoprolol. (B)(4). A review of the manufacturing records for the device is being conducted. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent reintervention for treatment of a proximal type I endoleak. The patient was reported to have a very tortuous proximal neck, which angled backwards and then down. There was a reported lack of device apposition proximally and a gore® aortic extender component was placed proximally to extend coverage. Post placement of the aortic extender component (pla230300/15299071) the proximal type I endoleak persisted and in an attempt to lessen the angulation a palmaz¿ stent was then planted proximally to extend the gore® aortic extender component. At the conclusion of the procedure a slight proximal type I persisted. The patient tolerated the procedure and will be monitored by the physician.

Manufacturer narrative:
(B)(4).